Event description:
It was reported that the implantable neurostimulator recharger (insr) would not charge the battery. This had been changed twice now. The last time the patient successfully recharged the implantable neurostimulator (ins) was the last week monday prior. Saturday night, the patient noticed he could not use stimulation therapy but did feel stimulation therapy during the day on saturday. The patient tried to charge on sunday but was not able, and tried again monday and was not able to. The green light was on for the black box, the connector pin was not loose. When the patient pushed the green button they got the reposition antenna screen. The patient repositioned the antenna and pushed the green button again and got the same results. The patient was getting poor communication with the programmer; a communication problem was reported. The patient was not able to make adjustments both with or without the antenna attached. The patient last felt stimulation on saturday and recharged a week prior monday but got the reposition antenna screen with the insr and the poor communication screen with the patient programmer. It had been 4 days since the patient last felt stimulation. The patient noticed tuesday afternoon that the programmer showed the poor communication screen. The patient would try with and without the antenna the day of the report. The insr would not connect to the ins due to the reposition antenna screen. The patient noticed this monday, about 3 days prior. The patient gained weight since implant, probably about 15 pounds. An ins overdischarge was suspected. The time frame did not completely indicate an overdischarge, it should be in a discharged state however the programmer and insr indicated an overdischarge may be present. The last successful recharging session was less than 1 month prior. The patient last recharged a week ago monday and usually recharged once a week. The last time stimulation was felt was less than 1 month prior. Stimulation stopped on saturday prior. The patient was going to the healthcare provider (hcp). Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial#(B)(4), product type: recharger. Product ID: 3888-45, lot# v671013, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# v671013, implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).